Event description:
It was reported that during bha surgery after placing a cement plug into the femoral canal, the cement was injected and the stem was placed, then the blood pressure dropped and the pt was transferred to ICU. However, the pt died.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared. An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.